Event description:
It was reported that the customer had an unspecified issue with the pump. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.